Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the blender regulator then verified o2 inlet pressure. After that, fsr checked blender functionality. There are no other problems noted. The unit meets manufacturer specifications.

Event description:
The customer reported that vela was alarming low oxygen inlet while on a patient. The customer confirmed that there is no harm to the patient happened.